Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be a failed lower link switch, the lower auxiliary assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.